Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that two mr290vx humidification chambers from two rt340 adult breathing circuit kits of the same batch overfilled when connected to a waterfeed bag. This event occurred before pt use. No pt consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned mr290vx humidification chamber was visually examined for damage, inverted to test for float operation and subsequently tested for overfilling by connecting to a waterfeed bag. Results: no visible damage was found to the aluminum base of the chamber. The primary and secondary floats were able to move freely when the chamber was inverted. When connected to a waterfeed bag, the water level in the chamber exceeded the maximum fill line indicating a failure of the primary float to operate correctly. The water level continued to rise until the flow was stopped by the secondary float, showing that it was operating correctly. A lot check revealed no other complaints of this nature for this lot number. Conclusion: overfilling is caused by both the primary and secondary float mechanisms in the mr290 chamber being disabled. Impact damage can lead to misalignment and subsequent jamming of the valve float mechanism allowing water to fill the chamber unimpeded and preventing float operation. Our investigation confirmed that the primary float was not operating correctly causing the water level in the chamber to exceed the maximum fill line. The cause of the primary float failure is currently unidentified. However, the mr290 user instructions indicate the correct water level, and advises the users to replace the chamber should the water exceed the limit line. The user instructions also includes a warning not to use the chamber if it has been dropped. (B)(4).